Event description:
The customer complained of ongoing issues with their cobas e 411 immunoassay analyzer that was affecting their elecsys brahms pct results. The customer discovered cracked tubing. After replacing the tubing the customer reran several patient samples and some had to have corrected reports. The customer only provided the pct results for 1 patient that was a reportable malfunction. The initial pct result was 4.84 ng/ml with a repeat result of 12.09 ng/ml. The erroneous result was reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The pct reagent lot was 302975 with an expiration date of 28-feb-2019. The customer was using rack adapters. The field engineering specialist found that the photomultiplier tube (pmt) high voltage needed adjustment. He adjusted the pmt high voltage. Qc testing was performed with acceptable results according to the customer's requirements. Based on the qc recovery, there was no indication of a performance issue with either the reagent or the instrument. The analyzer alarm history contained no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.